Manufacturer narrative:
A customer from outside the united states reported observation of an elevated advia centaur high-sensitivity troponin I (tnih) result for one patient sample which was discordant relative to repeat testing. The tnih instructions for use (IFU) states the following, under interpretation of results: ""results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of an elevated advia centaur high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. An initial result above reference range was obtained for the patient in question. The patient¿s sample was re-tested on another advia centaur instrument, and a much lower result was obtained. When the sample was repeated on the initial instrument, the lower result was reproduced. The lower results were considered in-line with previous sample results, and accepted as correct. There are no allegations of patient harm or other adverse consequences in association with the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated advia centaur high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens reviewed the available information. Reagent issues were essentially ruled out, as quality control (qc) results were within expected ranges, and no issues were observed for other samples. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. Qc precision testing following the incident shows acceptable recovery/precision. No residual issues were observed. Based on the available information, the cause of the discordant result cannot be determined, but no systemic product problems were identified. The customer is operational, and the reported issue was resolved by routine troubleshooting. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.